Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the helix of the left ventricular (lv) lead could not be extended and could not be secured to the vessel. Multiple attempts were made but the helix could not be deployed. The right ventricular (rv) lead could not be screwed into the septum. The rv lead was removed and inspected. The rv lead helix was found to be slightly tilted, reportedly due to a quality issue. The lv and rv leads were not implanted and were replaced with new leads. No patient complications have been reported as a result of this event.